Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had the flu and had not eaten all weekend. Customer bolused for food; however, right after consuming food, customer vomited. Glucagon was administered. Customer vomited again. Bg to lowered (55 mg/dl). Customer went to the emergency room and was admitted to the hospital. Fluids and glucose were administered. Low bg was resolved. There was no permanent damage. Customer was discharged 3 days later.